Manufacturer narrative:
G4: (B)(6)2020. B4: 22sep2020. The field service engineer (fse) states that the kit has not arrived yet and they manage to order a new version of power management pcba to replace and fixed an issue . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 10jul2020.

Event description:
The customer reported that the unit had a touchscreen failure. The customer reported that the unit was in not use on patient. The evaluation of the device has not been completed.